Manufacturer narrative:
On (B)(4) 2017 an fse was dispatched to the customer site to address the reported event. The fse replaced the vacuum pump and pressure board and cup/tip valve, however, could not get pressure to operating specifications. Replaced sort board with original sort board and ordered a new sort board. The fse changed the sort board with newly received sort board and instruments seemed to work, and then ran 163 patient samples without any errors. The fse returned to customer site two days later as errors reappeared. The fse changed the cup tip valve to proper valve and pm 020 x-axis. The fse check alignments and ran 15 straight corner tip macros that ran 340 tips from all six racks out of every corner without any errors. Tosoh will replace aia-2000 for customer. No further action required by the fse. The most probable cause of the reported event unable to find cause; aia-2000 analyzer unit replaced. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported the sorter is skipping tips with the aia-2000 analyzer. The customer reported that ran 20 patient and toward the end of the last few patient samples the error message of "no tip acquired by sorter" appeared. The error continues to come up during runs. The customer is unable to run e2, fsh and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, fsh and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.